Event description:
In 2003 the pt had a pci with a drug eluting stent in the left main bifurcation (2.5x23 cordis cypher stent). Four days later, they presented to their local emergency dept complaining of chest pain. They stated that they had an episode of chest pain the previous evening relieved by ntg x1. The pain returned early the next morning and they took ntg x2 prior to arrival to the emergency dept. The pt was stabilized and prepared for transport back to this facility. On the helicopter, approx 5 minutes into the transport, the pt tried to sit up, grabbed their chest and arrested. The helicopter team returned to the local emergency dept where the pt expired.